Event description:
Information received by medtronic indicated that customer is calling to report that the customer received post-reset ram crc alarm (pump error 23), pump error 15 and pump error 4. The customer had experienced low blood glucose event value 49 mg/dl. The customer was currently reporting symptoms related to the low blood glucose and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. The pump auto mode/smart guard feature was active at time of low blood glucose event. The pump was in use within 48 hrs of the low blood glucose event reported. No further patient complications were reported. The customer had not stored the insulin pump without a battery for more than 8 hours. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0872 inches. Pump error 23 was noted which was expected. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 23 was found in the history files on (B)(6) 2024 16:40:10.000. Pump error 4 was found in the history files on (B)(6) 2024 16:40:08.000. Pump error 15 alarm was found in the history files on (B)(6) 2024 16:40:08.000 (file number: 38/709; line number: 442/1216) due to a software error. Stuck button alarm was found in the history files on (B)(6) 2024 14:07:33.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 15 was confirmed due to software error. Unable to confirm low bgs. Pump error 23 was not confirmed. Pump error 4 was confirmed due to a pump error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.